Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited a burn on the distal end cover plus foreign material in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: remove h6 #1071-thermal decomposition of device. There was no plastic distal end cover (c-cover) burn that was originally reported. The c-cover burn was reported in error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the device was returned to olympus without reprocessing being performed/completed at the facility, resulting in foreign material remaining in the nozzles. Olympus will continue to monitor field performance for this device.